Event description:
The patient called to report he was having problems with his implantable cardioverter defibrillator (ICD). He stated his ¿heart skips¿, ¿blood is not flowing through¿ and he is experiencing a delay in rhythm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2006. (B)(4).